Manufacturer narrative:
(B)(6). The device was received over-constrained and the tip pulled into the blue outer sheath. The device was received with the stent fully mounted on the device. The investigator successfully deployed the stent experiencing a little resistance due to the device having been over constrained. The deployed stent was noted to have a kink located approximately 15mm proximal of the distal end wires. This type of damage is consistent with excessive force being applied to the device. No other issues were noted with the deployed stent. A visual and microscopic examination identified no damage to the stent cups or stent holder that could have contributed to the complaint incident. A visual and tactile examination identified a severe kink on the inner shaft located approximately 40mm proximal of the tip. This type of damage is consistent with excessive force being applied to the device. The damage kink to the inner shaft would have been at the same location as the kink on the stent when the stent was mounted on the device. No damage or issues were noted to the blue outer shaft of the device. No other issues were identified with the delivery system that could potentially have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-jun-2019. It was reported that stent deployment difficulty occurred. The target lesion was located in the superior vena cava. A 12x90/8fr uni plus halo 75cm wallstent endoprosthesis was advanced for treatment. However, during the procedure, it was noted that the stent was difficult to release inside the patient after many attempts. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, device analysis revealed stent damage.